Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not alert when battery was low causing insulin pump to die unexpectedly, crack in screen and crack in shell of insulin pump. Customer blood glucose value was unknown. The customer declined troubleshooting. The device will not be returned for analysis.